Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-09050. It was reported that a pericardial effusion occurred. A 21 mm watchman laa closure device and delivery system along with a watchman access system were selected. The closure device was successfully implanted during a left atrial appendage (laa) closure procedure. The patient was transferred to the post-anesthesia care unit (pacu). About an hour and a half to two hours post procedure the patient complained of chest pain. A transthoracic echocardiogram was performed and revealed a pericardial effusion (pe) that required a pericardiocentesis, 420 units of blood were withdrawn and 360 units of blood were transfused. It was noted that the transeptal crossing may have caused the pe. No other side effects were noted. The patient is doing well and was discharged from the hospital.